Manufacturer narrative:
Evaluation was not possible as the broken pieces of the implant were discarded at the hospital. In addition, without lot identification, review of manufacturing history or lot specific complaint history was not possible. A two-year complaint history review for all part numbers in the plifxx-xxx family of plif peek cages did not identify a trend for reports of fractures. No conclusions could be drawn regarding the reported fracture.

Event description:
It was reported that during a procedure performed on (B)(6) 2014, while inserting the plif cage it broke into many pieces. All pieces were removed and another implant of the same size was successfully placed. Product was discarded at the hospital.